Event description:
It was reported that there was noise on the lead and that the patient received inappropriate shocks. A (B) (6) further alleged that the patient "experienced inappropriate and/or excessive shocking" and lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.